Event description:
It was reported that "surgeon was final tightening and tip broke. Added about a 5 min delay to case. Product in possession and will be returned."

Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis and risk assessment. Results: visual inspection: the tip of the returned instrument was confirmed to be broken. Manufacturing record review: no discrepancies noted and hex tip conformity was verified on 100 percent of the instruments from the batch. Complaint history analysis: (B)(4) previous records for torque wrench tip breakage. A CAPA was initiated in order to find the failure cause and propose corrective and preventive actions, including a design change of the torque wrench to prevent tip breakage. Risk assessment: while no adverse consequences were reported, the tip breakage provoked the delay of surgery for 5 min. Conclusion: the instrument design contributed to this event. Corrective actions were implemented in 2011, 2 years after the release of the implicated device.